Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod less than an hour. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.